Manufacturer narrative:
Product recall initiated 2007. No product is being returned for evaluation.

Event description:
Patient noticed within a month some swelling on the lower inside of his right knee. He said it was a large pocket of fluid, and it was causing some pain. He's had multiple procedures. The doctor tried draining the knee and taking cultures. The first time the doctor went in and removed the staple thinking that was causing the drainage and swelling. Fluid kept collecting and large white chunks broke through the skin and he had to change the bandages daily. The third surgery the doctor removed the rest of the screw and did a bone graft. According to the op report the dr. Refers to the calaxo screw.